Event description:
User reported an overheat alarm on a belmont that wasn't primed with warm fluids, had no spill on the heat plate or the heat sensors. Turned it off turned it back on. It seemed to work fine. Same belmont just before the overheat, had gave me a low temperature alarm."

Manufacturer narrative:
The internal complaint file #(B)(4) has been logged for this incident for traceability. The ri-2 involved in this incident was returned to belmont for evaluation on (B)(6) 2024. Belmont became aware on july 26th, 2024 that the patient had died and per procedure this report is required. Although the patient involved in this incident expired, the user facility confirmed that device did not cause or contributed to death. A 102 error message is generated to alert the user of the condition of the device. Infusion can be continued through other means. There is no indication of the use of contraindicated fluids. Certain infusates such as calcium, and platelets should not be used, as they can compromise the anticoagulants in citrated blood and promote clotting, which can lead to clot formation inside the heat exchanger and block blood flow. If this occurs, the stainless steel rings inside the heat exchanger may become overheated and cause an over temperature / overheating issue. Evaluation: upon receipt of the referenced rapid infuser ri-2 unit, the device was evaluated by a belmont service technician, and we were unable to confirm the customer complaint after extensive functional testing and stress testing at elevated temperature for 48 hours. However, it was identified that the unit's input/output temperatures did not match and required recalibration. Otherwise, the unit performed according to our specifications. The disposable set was not available for investigation, therefore a thorough investigation into the set could not be performed. All 3-spike disposable sets are 100% leak tested and visually inspected prior to release. Although we could not confirm the error 102, the calibration failure likely lead to the reported error 102 onsite. The root cause was isolated to calibration failure of unknown origin. The input/output temperature probes were cleaned and the system was upgraded, recalibrated, operated at elevated temperatures and a final test/inspection was performed. The unit passed all test and inspection requirements. Belmont will continue to monitor this type of incident closely and take further corrective and preventive actions if required.